Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Please note that the surgeon involved in this revision acknowledged that the reason this implant failed was due to surgeon error and that the surgeon who did the initial operation was new to the country & to using cementless hips & to the corail product. He also said a different neck angle to the one used may have been more suitable for this pt.